Event description:
Star total ankle replacement components were removed due to ankle infection. An antibiotic spacer was placed until infection can be resolved.

Manufacturer narrative:
Additional removed components: star total ankle replacement sliding core mobile bearing, model #: 400-140, lot #: 0924012, expiration date: 11/01/2014. Date of implantation: (B)(6) 2010, date of explantation: (B)(6) 2014, device manufacture date: 11/2009. Star total ankle replacement talar component, model #: 400-254, lot #: 091002/2022, expiration date: 01/01/2015. Date of implantation: (B)(6) 2010. Date of explantation: (B)(6) 2014. Device manufacture date: 01/2010. There were no deviations reported in the DHR for the part no. 400-254, lot no. 091002/2022. The DHR for part no. 400-264, lot no. 090528-3451 notes that 1 out of 14 pieces were discarded. The DHR for part no. 400-140, lot no. 0924012 also notes that 1 out of 66 pieces were discarded. All released parts were within specification. Visual examination confirms that the marks on device are consistent with natural wear, and the removal of the device.